Event description:
It was reported that on (B)(6), 2022, femoral vein puncture catheterization was performed. During the operation, the dialysis catheter was bent and broken, which made it impossible to perform puncture catheterization normally.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3857 showed no other similar product complaint(s) from this lot number.